Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within the first few days after implant. The implantable cardiac monitor (icm) detected a possible false pause and possible loss of contact. The device remains in use. No patient complications have been reported as a result of this event.